Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when it was observed that the device was exhibiting post- paced t-wave oversensing on the ventricular lead. Programming changes for the device were made successfully.

Event description:
New information received notes that post-paced t-wave oversensing recurred after the programming changes were made. The patient remained asymptomatic. Additional programming changes were recommended, and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.